Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was asked to verbally and in written form to return broken insulin pump for analysis. The customer was advised that we are sending replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, missing end cap sticker and a missing address and serial number label.